Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report generation error. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for acc-7333.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the assessment and progress report for the user in carelink support application and observed that the issue is reproducible. Confirmed: testing and/or analysis verifies or provides evidence that the issue occurred at the time of the reported event. After conducting thorough investigation by downloading the uploaded data from database and identified that the comparison period has a backward time change from nov 1st to oct 1st and then uploaded the data on oct 1st. When user selected the comparison period as oct 6th to oct 19th, the ""allcurrentsettings"" data were taken from the latest available date range. Because the comparision period snapshot's ""allcurrentsettings"" data was created on oct 1st due to timechange, as per the current logic we take data from the latest available ""allcurrentsettings"" which is (B)(6) 2025. The increase in auto mode and sensor use % is due to the time change (esf 5064188). The esf number that corresponds to the reported issue is: (B)(4). This issue will be fixed int he future release to assist with the resolution, we provided below information to helpline support team - please generate the device setting report to obtain the accurate 24hr programmed basal. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue is that the application takes the latest settings data available for the given timerange. In the given reporting range of range a and range b there was data gap between the ranges. In the given range b(comparison period)snapshot there was a backward time change from nov 1st to oct 1st and uploaded on oct 1st, since there was a data the timeline was created till nov 1st, when user selected the time range for range b as oct 6th to oct 19th, the allcurrentsettings were taken from range a snapshot. Because the range b snapshot allcurrentsettings will be created with timestamp of upload here it is oct 1st, as per the current algorithm logic we take latest settings available for the given timerange. The settings available are (B)(6) 2024 and (B)(6) 2025, for the range b the latest settings after oct 19th was from range a. We provided feedback to helpline that this issues being worked on and will be considered in the upcoming release . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.